Event description:
It was reported that a patient had a sternal closure approximately six months ago. The surgeon reported on a sternal plate with a broken center pin. The two half plates and screws appeared intact but the broken pin is allowing sternal separation and the pin had migrated into the wound and down the sternum a little. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon provided an image of the broken pin to the sales consultant, however it was not yet received. The date of initial sternal surgery is ((B)(6) 2013), the date of second sternal surgery is ((B)(6) 2014), plans are being determined for treatment.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown plate with unknown lot number. Device was implanted approximately six months prior to this report. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.